Event description:
It was reported that the patient presented for an implant procedure. It was noted visually during the procedure prior to closing the pocket that the right ventricular (rv) lead was damaged. A possible fracture from a kinked sheath was observed. The rv lead was exchanged. The patient was stable.